Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion, the dilator would not lock properly and backed out of the sheath. As a result, another kit was opened and the clinician noticed the dilator was not properly seated in the hub of the sheath, therefore, it could back out easily. The physician indicated this occurred multiple times recently but does not have an exact quantity. He noted he does not check to make sure the dilator is properly seated prior to advancing the sheath. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that when the kit was opened the dilator was not properly seated in the sheath hub was confirmed. Returned was a sheath/dilator that exhibited signs of use and one opened, unused kit (B)(4). The sheath/dilator in the unused kit had been removed from the tray and was on top of the csr wrap. The unused dilator could easily be removed from the sheath. The outside diameter of the step at the base of the dilator hub designed to snap into the sheath was measured at 0.151". This met specification of 0.149 - 0.151" per the dilator graphic. Once the dilator was removed from the sheath it took force to snap it into the sheath. Once snapped into the sheath, it took force to remove the dilator from the sheath. One of the steps in the final assembly process for the sheath and dilator is to snap the nose of the dilator into the hub of the sheath. The used dilator and sheath were returned for comparison. They were designed so that after insertion of the dilator into the sheath, the dilator can lock into the sheath when it is rotated a 1/4 turn. The dilator was inserted into the sheath and rotated 1/4 turn. It clicked into the locked position. In this position the dilator could not be removed from the sheath. Unlocking it allowed the dilator to be removed from the other remarks: sheath. A review of the device history records for the sheath and dilator in the returned unused kit (B)(4) did not reveal any manufacturing related issues. The probable cause of this issue is manufacturing related. Further investigation into this complaint issue has been initiated.